Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Boston scientific technical services (ts) was contacted by the patient about a received shock, but ts could not confirm the shock or the episode due to the device being in end of live (eol) status. This device was replaced due to normal battery depletion and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected, but still supported full device function. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.